Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: UDI: (B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component wear.

Event description:
It was reported from india that during service and evaluation, it was determined that the battery handpiece device had the following failures: will not run ¿ trigger defective, sticky trigger, and will not hold/secure battery. It was further determined that the device failed pretest on general condition, check for sticky triggers, check falling out protection and check general function of device. It was noted on the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in 2024. All available information has been disclosed. If additional information should become available, an additional report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Investigation summary : a visual and functional assessment was performed on the device according se_113221_ax the following steps failed: section 10: general condition section 70: check for sticky triggers section 90: check falling out protection section 130: check general function of device. During the service evaluation the following failures were identified: functional : will not run ¿ trigger defective functional : sticky trigger device interaction (2+ devices) : will not hold/secure battery. Device history review : no manufacturing record evaluation required as no manufacturer or service related issue found